Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05935 & 2134265-2014-06470. (B)(4) clinical study. (B)(6) 2010, the patient presented with recurrent prolonged chest pain and was diagnosed with non q-wave non st elevation myocardial infarction. Cardiac catheterization was recommended. The 90% stenosed 1st target lesion was a 14mm long de-novo lesion located in the proximal left circumflex artery (lcx) with a reference vessel diameter of 2.75mm. The 1st target lesion was treated with pre-dilation followed by placement of a 2.75x16mm taxus liberte study stent extending into the 1st obtuse marginal branch, resulting in 0% residual stenosis. A 75% stenosed 2nd target lesion was a 36mm long de-novo lesion located in the proximal left anterior descending artery (lad) with a reference vessel diameter of 2.75mm. The 2nd target lesion was treated with direct stent placement of a 2.75x38mm taxus liberte study stent, resulting in 0% residual stenosis. In addition, a 2.5x12mm non-study promus drug eluting stent was deployed in proximal lad post deployment of the proximal 2.75x38mm taxus liberte study stent, the reason for the deployment of 2.5x12mm promus stent is unknown. The following day the patient was discharged on aspirin and prasugrel. (B)(6) 2012, the patient presented with the complaints of substernal chest pain associated with shortness of breath on exertion since 3 weeks. The patient was hospitalized on the same day and cardiac catheterization was recommended. At the time of the event, the patient was on aspirin. The study drug was last taken on (B)(6) 2011 and ¿other antiplatelet medication¿ was never taken during the study. Coronary angiography revealed a "chronically occluded lad" in which 2.75x38 mm taxus liberte study stent and the 2.5x12 mm promus stent are located. The 70% stenosis in proximal lad extending to mid lad was treated with balloon angioplasty and placement of 2.5x28 mm promus stent resulting in 0% residual stenosis. Acute closure was noted in the mid lad post balloon angioplasty with a 2.25 x30mm apex balloon catheter. Per the site it is unknown if the 2.25 x 30 mm apex balloon or 2.5x 28mm promus stent caused the acute closure, it was unspecified if the acute closure was treated. The 70% stenosis in proximal lcx was treated with the placement of 3.0x12 mm drug eluting ion stent. The following day, the event was considered to be resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.